Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited low impedance approximately one year prior. Due to the low impedance, automatic changes were performed on the patient's device. On (B)(6) 2018 the lead exhibited high capture threshold. A chest x-ray on (B)(6) 2018 noted the lead exhibited clavicular crush. Insulation lead body damage was noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.